Event description:
It was reported that the device has physical damage where air in line assemblies get damaged, breaking the right upper corner. This was reported to bd representatives during site visit. Bd technical practice consultant discussed proper door closure. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.